Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: superion implant, upn: (B)(4), model: 101-9814, serial: n/a, batch: 800188.

Event description:
It was reported that the spacer shifted and the patient is experiencing more pain. The patient underwent a computerized tomography (CT) and the physician continues to monitor the situation.